Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The device was not returned to edwards for analysis and the root cause for the stenosis remains indeterminable; however, patient related factors and progression of the patient¿s underlying valvular disease may have contributed to the event. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards received information that a 25mm pericardial mitral valve was disabled after an implant duration of four (4) years, ten (10) months, twenty two (22) days due to stenosis. A second device, a 26mm transcatheter valve, was implanted using a valve-in-valve procedure. Both devices remain implanted. No additional details were provided.

Event description:
Edwards received additional information through follow up with the healthcare provider. The 25mm pericardial mitral valve was disabled due to severe degenerative mitral stenosis with acute congestive heart failure. Per obtained medical records, a 26mm transcatheter valve, was implanted using a valve-in-valve procedure. The valve was deployed uneventfully with an excellent result. Transesophageal echo revealed trace perivalvular leak and all three leaflets opened very well. The patient tolerated the procedure very well and was brought to the intensive care unit, intubated and in critical condition. The patient was discharged home in good condition on post-operative day five (5).